Event description:
It was reported that the subject programmer shutdown itself three times during a follow-up. Preliminary analysis confirmed the reported issue.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
It was reported that the subject programmer shutdown itself three times during a follow-up. Preliminary analysis confirmed the reported issue.